Event description:
Treatment of an aneurysm. It was reported that two pipelines were deployed and a balloon was used to achieve full wall apposition. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of other pipeline involved:model# fa-77500-20 / lot# au11-069 - dom: 08/31/2011 - exp: 08/01/2014.(B)(4)